Manufacturer narrative:
Myosure disposable was received and tested with the following findings : failure mode related to "blade jammed" . Visual inspection was performed and had no kinks or missing components, handle was not damaged but the inner cannula was bent and broken. The mechanical testing was performed but the device couldn't reciprocate without obstruction, and the blade didn't return to closed position. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a myosure procedure the physician suspected a metal piece from the myosure device broke and was left inside the uterine cavity, the physician performed an x-ray and an ultrasound to check for any pieces inside the patient and no piece was found inside the patient. There was no injury reported to the patient. No other information available.